Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP device. The device was returned to a third party service center for evaluation. During evaluation, foam degradation was observed within the device assembly. Error code 53 and error code 130 (indicating an issue with the pca) was found in the device log history. There was no serious patient harm or injury. There was no medical intervention reported.